Event description:
During an incident the first week of february involving an unknown patient, this defibrillator was charging up, displayed a low battery message and shut off. Paramedics were on the scene and used their defibrillator to shock the patient 3 times. The patient was pronounced at a hospital.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for patient treatment was verified. Testing verified the "low battery" message prompts per specification. The returned battery lot 8/99 was used, "as received", in the defibrillator and the unit delivered 32 shocks before the "low battery" prompt and another 7 shocks before powering off prompting "replace battery, battery low". The returned mcm did not contain incident information. The customer was sent a letter explaining our evaluation.